Event description:
On (B)(6) 2013 the reporter contacted animas to report that the pump had a load step malfunction and only needed one or two units to prime pump. There was no report of any patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.